Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 03-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent sterilization. As a result of essure, plaintiff suffered from severe pelvic pain, extreme fatigue and extreme menstrual changes. In (B)(6) 2015, plaintiff had to have a hysterectomy. Quality-safety evaluation of product technical complaint (ptc): received on 27-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She had to have a hysterectomy. This event was considered serious and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, no alternative explanation was provided. Based on its nature, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding") and anaemia ("anemia") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity 2 (B)(6)2004, (B)(6)2009)), gravida (gravida 2) and parity 2 (B)(6)2004, (B)(6)2009)). It was reported that patient have not sought medical treatment for headaches, dizziness, fatigue, weakness skin break outs, cramping on right side, constipation, hair loss, cloudiness, or weight loss. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included antibiotics for ear infection. In 2009, the patient experienced abdominal pain ("persistent and severe abdominal pain"). On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), acne ("acne"), arthralgia ("joint pain") and pain ("severe and persistent body pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), fatigue ("extreme fatigue"), menstrual disorder ("extreme menstrual changes"), constipation ("constipation"), dizziness ("dizziness"), rash ("skin break out/ skin rash (clubbed for coding)"), alopecia ("hair loss"), mental impairment ("cloudiness"), weight decreased ("weight loss"), insomnia ("hard time sleeping"), asthenia ("weakness"), abdominal pain lower ("cramping on right side"), mental disorder ("essure caused or aggravated any psychiatric and/ or psychological condition"), muscle spasms ("leg cramp") and ear infection ("bad ear infection"). The patient was treated with iron, analgesics, surgery (removal of essure/ total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6)2015. In 2015, the pelvic pain, arthralgia and pain was resolving, the headache and acne had resolved. At the time of the report, the genital haemorrhage, anaemia, fatigue, menstrual disorder, dizziness, alopecia, weight decreased, insomnia, asthenia, abdominal pain lower and mental disorder was resolving, the abdominal pain, constipation, rash and mental impairment had resolved and the muscle spasms outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anaemia, arthralgia, asthenia, constipation, dizziness, ear infection, fatigue, genital haemorrhage, headache, insomnia, menstrual disorder, mental disorder, mental impairment, muscle spasms, pain, pelvic pain, rash and weight decreased to be related to essure. The reporter commented: insertion details: number of proximal coils: 3 on left cornua and 3 on right cornua, patient tolerated placement without difficulty. Discrepancy noted in insertion date. Previously reported as: (B)(6)2009 in current follow up reported as: (B)(6)2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - in (B)(6)2015: treatment of anemia, heavy bleeding pelvic pain. Weight at the time of report was 120. She did not undergo essure confirmation test. She did not used birth control or contraception at any time following essure placement procedure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Reporter information updated. Product implanted date updated.outcome of acne and rashes changed to "recovered/resolved". New events added: leg cramp and bad ear infection. Event investigation noncompliance updated to device monitoring procedure not performed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding"), anaemia ("anemia") and abdominal pain ("persistent and severe abdominal pain") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (((B)(6))) and gravida (gravida 2). It was reported that patient have not sought medical treatment for headaches, dizziness, fatigue, weakness skin break outs, cramping on right side, constipation, hair loss, cloudiness, or weight loss. In 2009, 92 days before insertion of essure, the patient experienced abdominal pain (seriousness criterion medically significant). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), acne ("acne"), arthralgia ("joint pain") and pain ("severe and persistent body pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), fatigue ("extreme fatigue"), menstrual disorder ("extreme menstrual changes"), constipation ("constipation"), dizziness ("dizziness"), rash ("skin break out/ skin rash (clubbed for coding)"), alopecia ("hair loss"), confusional state ("cloudiness"), weight decreased ("weight loss"), sleep disorder ("hard time sleeping"), asthenia ("weakness"), abdominal pain lower ("cramping on right side"), mental disorder ("essure caused or aggravated any psychiatric and/ or psychological condition"), investigation noncompliance ("she did not undergo essure confirmation test") and treatment noncompliance ("she did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with iron, surgery (removal of essure/ hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed in (B)(6) 2015. In 2015, the pelvic pain, acne, arthralgia and pain was resolving, the headache had resolved. At the time of the report, the genital haemorrhage, anaemia, fatigue, menstrual disorder, dizziness, rash, alopecia, weight decreased, sleep disorder, asthenia, abdominal pain lower and mental disorder was resolving and the abdominal pain, constipation and confusional state had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anaemia, arthralgia, asthenia, confusional state, constipation, dizziness, fatigue, genital haemorrhage, headache, investigation noncompliance, menstrual disorder, mental disorder, pain, pelvic pain, rash, sleep disorder, treatment noncompliance and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - in (B)(6) 2015: treatment of anemia, heavy bleeding pelvic pain. Weight at the time of report was (B)(6). She did not undergo essure confirmation test. She did not used birth control or contraception at any time following essure placement procedure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-nov-2017: new events: anemia, constipation, bleeding, dizziness, skin break out/skin rash, hair loss, cloudiness, weight loss, acne, hard time sleeping, joint pain, headache, severe/persistent body pain, weakness, cramping on right side, essure caused/ aggravated any psychiatric and/or psychological condition, she did not undergo essure confirmation test and she did not use birth control/contraception at any time following essure placement. Pelvic pain onset date was updated to 2010. Reporters, patient details and historical conditions were added. Hysterectomy done as treatment of anemia, heavy bleeding and pelvic pain. Treatment drugs were added. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).